Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam). It was noted that the artifact was observed on both the right ventricular (rv) and right atrial (ra) channels. Technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam). It was noted that the artifact was observed on both the right ventricular (rv) and right atrial (ra) channels. Technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported.